Manufacturer narrative:
Run data file analysis did not show a conclusive root cause for the reported air tracking from the sample bag to the donor. No unusual process variable was identified and the trima accel system operated as intended. The returned product identified that the white pinchclamp on the sample bag line was not fully occluding the tubing. This can lead to unintended air in the sample bag. It is possible, though not conclusive, the white clamp on the sample bag line was not fully occluding the sample bag line when originally closed (during the procedure) as indicated by the returned part analysis. If this did occur during the procedure, it is possible for air to enter the sample bag during the tubing set test. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h10. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a trima platelet collection set with detached product bags was returned for investigation. Upon visual inspection, it was noted that the sample bag contained approximately 30 ml of blood and the remaining volume was puffed with air. Both the blue and white clamps were confirmed to be closed leading to the sample bag and access coil. The white clamp on the sample bag line was not fully aligned with the tubing when it was closed by the customer. This caused the tubing to pucker out of the side of the clamp slightly. The run data file (rdf) was analyzed for this event. Signals in the rdf did not indicate any conclusive cause for air in the sample pouch or return line. No unusual process variable was identified and the trima accel system operated as intended. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that they received a pressure test error alarm while loading a platelet collection set and noticed that the operator had left the clamps open on the sample bag. The operator closed the clamps and was able to complete tubing set test and prime without any further problems. The donor was then connected, and as he filled the sample pouch, the operator noticed air bubbles in the return line. Upon seeing this, the procedure was ended. Per the customer, air did not reach the donor and the donor is reported in healthy condition. Full patient (donor) ID: (B)(6).